Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q biplane system. During an emergency patient procedure, no images were displayed to the user. The procedure was continued on an alternate device. We have no indications of any adverse effects on the health status of the involved patient.